Event description:
Customer reported an unexpected negative reaction on the echo during parallel testing using capture-r ready screen (crrs)3. The sample was repeated in tube(lis/peg) and gel; both methods identified anti-e.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrs(3), lot r037. This lot was used by the customer at the time of the event. The customer did not return product or sample for investigation testing.